Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump was not working. Customer reported screen was flashing on and off. Customer stated that they changed battery and screen kept flashing. No harm requiring medical intervention was reported. Device will be returned for analysis.